Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose value was unknown. Customer stated that the error button alarm was on the insulin pump. Customer stated that the buttons were not responding. Customer stated that they inserted new batteries and still does not have any response from the insulin pump. The customer was advised to observe time clock for one minute to verify if time advances. The device will return for the analysis.